Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with mild-moderate calcified annulus and highly calcified leaflets, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. The balloon went ventricular during inflation. The blood pressure was low but stable. The valve was deployed and the blood pressure dropped. There appeared to be an annular rupture and moderate paravalvular leak (pvl). It is unknown what caused the annular rupture. An echocardiogram revealed a pericardial effusion. A drain was inserted however it made the effusion worse. The valve was surgically removed and a non-medtronic valve was implanted  it was reported that the minimum annulus diameter was 28.3 mm and the left ventricular outflow tract (lvot) minimum diameter was 25.3 mm. Thirteen days later, the patient died. The cause of death was unknown.

Manufacturer narrative:
Additional information was received which indicated that the cerebral vascular accident (cva) was not pre-existing, rather had occurred following the surgery. Product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, evaluation of the product is in progress. Updated data: d9, h3, h6 annex a, method, result, conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that per the physician, it is unknown whether thepre-implant bav, the delivery catheter system, or the valve caused the initial small annular rupture. During surgery to explant the valve, the physician identified two punctures in the left and the right ventricle which were caused by the physician when placing the drain into the epicardium. In addition, the left main coronary artery was damaged and required placement of a graft. Following surgery, the patient did not regain consciousness. H6. Patient codes additional codes. Imf the product analysis and investigation remain in progress. Following completion, if additional information is received a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside its original packaging and the jar was filled with a lightly cloudy solution. Visual inspection of the valve noted all the leaflets were flexible and appeared intact. Leaflet 2 (l2) exhibited signs of imprints. All leaflets were in the closed position. All commissures were intact. Remnants of coagulated blood were observed along the outer wrap of the valve skirt. There was no evidence of distortion or damage on the frame. Conclusion: not yet available, investigation evaluation of the product is in progress. Updated data: h6 method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the subject valve was received in the lab. Fourteen cines along with a patient summary were provided for review. The annular perimeter of 94.7mm from the provided patient summary is outside of the instructions for use (IFU) for a 34 evolut valve. 81.7mm to 94.2mm is the annular range for the 34 medtronic evolut bioprosthetic valve. An image of the valve load inspection was provided, which indicated that the load would be considered an acceptable load. A pre-valvuloplasty was provided for review. From the patient summary, the left ventricular outflow track (lvot) tapered a little over three millimeters. On review of pre- valvuloplasty, there was an indention in the balloon that eventually expanded/yielded. This is usually something seen at the annular level for pre dilatation due to the aortic stenosis indicating a successful pre-dilatation. The balloon was positioned deep into the left ventricle, which is not recommended. Due to the patient calcium morphology, this was likely the cause of the annular rupture. The left ventricle appears to have severe hypertrophy with a narrow cavity; however this cannot be confirmed without a full computed tomography (CT) with a diastolic phase. On a cine, the annular rupture is visualized. Another cine illustrates a pericardial effusion. The last image reviewed showed the pericardial drain. Per the device IFU, if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, annular perimeter of 94.7mm from the provided patient summary would be outside of the IFU for a 34 evolut valve. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Cardiovascular injuries, such as rupture and perforation, are known potential adverse patient effects per the device IFU. These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Pericardial effusion and cardiac tamponade are known effects that can occur after cardiac procedures due to procedural complications. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, low bav depth this is likely the reason for the annular rupture. Furthermore, medtronic received information that the two punctures in the left and the right ventricle were caused by the physician when placing the drain into the epicardium. The cause of death was reported to be cerebral vascular accident (cva). It is highly likely that procedural complications from the initial tav implant procedure and the explant procedure may have contributed to the patients¿ death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Review of the device history record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that cause of death was not confirmed. Per the physician, a brain stem cerebral vascular accident was complicated by tamponade and open chest aortic valve replacement and ventricular repair with a poor post-operative neurological status. D9. Suspect medical device was returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.